Manufacturer narrative:
Investigation summary: bd had not received samples but photos were received from the customer facility for evaluation. The photos were reviewed and it was evident that the customer had experienced sample quality issues with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd notes that loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle not penetrating the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator. Investigation conclusion: based on the photos, it was evident that the customer had observed issues during use of the incident lot. Root cause description: a root cause could not be determined.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor barrier separation of sample and underfill. 5 patients had to be redrawn. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor barrier separation of sample and underfill. 5 patients had to be redrawn. No serious injury or medical intervention was reported.